Event description:
Additional information was received indicating the right ventricular noise noted resulted in oversensing. The device was replaced and the lead was capped. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number 2017865-2023-20945. It was reported that during a follow up in clinic, right ventricular (rv) noise was noted. The device was explanted and the rv lead was replaced to resolve the event. The status of the patient was not provided.